Manufacturer narrative:
The investigation for the reported thrombosis and minor bleed has been completed. No device was returned. The root cause of minor bleeding was most likely use issue related since the bleed started occurring after the transfer of patient to intensive care unit. The root cause of the thrombosis was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was found to have a thrombus in the left ventricle. As a result, the device was explanted and replaced with an intra-aortic balloon pump (iabp). Patient is stable post explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿